Event description:
The customer reported a fluid leak of approximately 10ml of cleaner that was contained inside the right hand side of the diluter on a coulter hmx hematology analyzer with autoloader. The operator found and replaced the leaking tubing but the instrument gave peltier temperature failure error messages, so the instrument was powered off and service was dispatched. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) confirmed the leak occurred when the instrument was coming out of shutdown and was cleaner only that leaked from worn, normally closed tubing at pinch valve pv37. The customer had successfully replaced this tubing prior to service visit. Upon arrival, the fse powered on the instrument and verified the peltier module was functioning and performed visual inspection of wiring with no issues found. The instrument was verified and validated. (B)(6).